Event description:
During transforaminal lumbar interbody fusion l4-5, surgeon using medtronic sextant 4.5mm - 5.5mm tap (instrument (B)(4)) tap tip broke off, and became lodged in vertebrae. Possible second reporting of same incident.